Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The blood glucose reading was 373mg/dl. The customer stated that she was attempting to bolus for her blood glucose and the alarm occurred. The customer stated that she bolused several times with the device and once with manual injections, but her blood glucose was dropping rapidly. Advised customer to call the paramedics. Customer's boyfriend will monitor customer until the paramedics arrive.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.